Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available e1: reporter phone: (B)(6). H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that there was no implant in the packaging. Another implant at tooth site 37 was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tsvmb8, (imp,tsv,mcol mg,3.7mm,8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1215849. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1215849 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect process followed. Therefore, based on the available information, a device malfunction could not be verified. The reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.